Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was explanted due to patient being unhappy with distance acuity in the left eye. There was no patient injury or any other medical or surgical intervention. The original incision was re-opened, no enlargement of incision was performed. Replacement lens of same model was used za9003 21.0d sn # (B)(4). Patient is ok so far post-op. Pre-exchange tried compact lens but eye was too dry to be comfortable. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on 5/14/2020. Device evaluation: the sample was evaluated, and the lens was observed cut with residues of viscoelastic related to the handling of the unit in a surgical procedure. The condition observed is consistent with a lens that has been explanted. The reported issue was not verified and it could not be determined if the condition observed is related to manufacturing process since impacted lens was used and cut in a surgical procedure. Based on the product returned evaluation, a product quality deficiency or product malfunction could not be determined. The manufacturing po were evaluated, and the lens were manufactured within specifications. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint folder has been created for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.